Event description:
It was reported that the patient was in the clinic for a volume check in an attempt to confirm pump function. The expected reservoir volume was twenty-five milliliters (ml) and the actual reservoir volume was zero/ ¿bubbles.¿ the patient experienced two days of euphoria or being ¿over-drugged¿ but did not require intervention. It was unclear as to when this event specifically occurred. The patient in the past had been dismissed by another physician due to volume discrepancy issues with suspecting the patient accessing the reservoir. Details of the volume discrepancy with another physician were not available. (Please see manufacturer report #3004209178-2012-10163 and # 3004209178-2011-04822 for volume discrepancies) the device system in the past had delivered bupivacaine and another medication. However the pump reportedly recently delivered hydromorphone. The pump was filled with saline on the date of this report and remained programmed at 0.5mg/day of 5mg/ml concentration, 0.1ml/day. The patient was to return the following week for a volume check. The health care provider also wanted to do a catheter dye study but the reason was not known. The patient was currently asymptomatic for any underdose or overdose. The hcp was continuing to troubleshoot and review options, including a possible pump replacement. Further information noted possible diversion. It was further reported that at the time initially when removing the saline with this pump and refilling it for the patient with hy dromorphone the current physician believed that there was not a volume discrepancy. However, most recently the patient presented at his last visit for refill and the pump was bone dry. The pump was filled with saline and the physician aspirated several times, the entire volume of saline, to verify access to the reservoir. The access to the patient's pump was simple. The patient was thin and the pump was superficial. Reportedly, had there been an inadvertent pocket fill of 40 milliliters it would have been fairly recognizable and the patient would have been symptomatic at the pump fill when hydromorphone was used. The patient was started on transdermal fentanyl due to his history of inappropriate use of oral opiates. The dye study was not performed due to the lack of appropriate supplies. The physician expressed concern of either a pump malfunction and dumping medications although with this there was the expectation that the patient would have had greater side effects or that the patient was diverting the pump medications. The print logs were not available and the physician wanted to do further investigation.

Manufacturer narrative:
Concomitant: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).